Event description:
The customer reported receiving readings of "30 and 25" on their adc meter which were lower than she felt. The customer further reported she experienced dizziness. As a result of the readings, the customer reported receiving medical treatment by the doctor. No additional information was obtained as the customer had to go to a doctor's appointment. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The products have been requested back for an investigation. The reported freestyle lite test strip lot is not labeled for use with a freestyle flash meter. The freestyle test strip lot number that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-11/14/13-002-r) and affected consignees were notified by letter beginning november 18, 2013. Test strip lots for the above mentioned recall could potentially affect clinical outcome and produce an erroneously low blood glucose reading in the parkes c or d zone when used with a non-applied voltage meter. This issue only occurs when the affected strip lots are used with certain freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod system. The actual date of the reported medical event is unknown. All pertinent information available to abbott diabetes care has been submitted.